Event description:
It was reported that the drive support cap was sticking out, and the customer did push back in while priming, but she was disconnected. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Manufacturer narrative:
Insulin pump received with a broken off end cap, scratched lcd window, cracked reservoir tube, cracked reservoir tube lip, cracked belt clip slot and missing end cap sticker. Drive support disk was inspecected and no anomaly was noted.